Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (suspend) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2018 with the following findings: a review of the pump black box showed evidence of several manual user suspends on (B)(4) 2018. A visual inspection of the pump revealed the battery compartment and cap were undamaged. The battery cap was able to fit securely to maintain an electrical connection. The pump powered on and the ez-prime steps were performed correctly. No errors or warnings occurred during the duration test. The pump executed and recorded a suspend/resume operation correctly. The pump was found to be perform required specifications. The complaint of a suspend issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.